Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsb35 would not release from the tissue after it was fired. The surgeon cut around the endocutter with bipolar scissors and cautery. There was no consequence to the pt.